Manufacturer narrative:
The device was returned for evaluation. An examination of the device identified that 14mm of blade and 5mm of pad was partially detached on the proximal end of balloon. Leaving 6mm of blade and 15mm of pad still attached to the balloon. All other blades were intact and fully bonded to the balloon surface. The balloon was not folded and saline solution was visible within the balloon which indicated it had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 10atm for 30 seconds. The inflation device was verified at 10atm, before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 10atm was repeated three times and with no leaks or drop in pressure noted. No damage was identified with the balloon material. No issues were observed with the tip or markerbands of the device that could have contributed to the complaint incident. A visual and tactile examination found no damage to the shaft of the device. The sheath used during the procedure was not returned for analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: the recommended sheath size for this, 8mm x 2cm x 90cm pcb device is a 7fr introducer sheath. (B)(4).

Event description:
It was reported that catheter separation occurred. A 8.00mmx2.0cmx90cm peripheral cutting balloon¿ (pcb) was selected for use. During the fistula gram procedure, upon extraction of device from the sheath, it was noted that the tome was separated from the balloon near the proximal edge and was bent at a 45 degree angle. It was then noted that the balloon was ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter separation occurred. A 8.00mmx2.0cmx90cm peripheral cutting balloon¿ (pcb) was selected for use. During the fistula gram procedure, upon extraction of device from the sheath, it was noted that the tome was separated from the balloon near the proximal edge and was bent at a 45 degree angle. It was then noted that the balloon was ruptured. The procedure was completed with a different device. No patient complications were reported.